Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report.follow-up # 2 (6/24/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 5/16/2013 with the following findings: the meter has passed testing with no faults found. The complaint relating to this device could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan to report the one touch delica lancing device lancets would not penetrate the puncture site. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. For eight months, the patient reported that the lancet would not penetrate the fingerstick puncture site using the reported lancing device; she was unable to obtain a blood sample for glucose testing. The patient took the action of consuming less food and/or drink. On an unspecified date, the patient experienced the symptom of sweating and frequent urination. The patient received no treatment, only advice from her hcp on (B)(6) 2013 to continue monitoring her blood glucose levels. There was no misuse of the product and the lancets were correct. The issue was not resolved. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe injury after the lancing device issue began, therefore this complaint is being reported.